Event description:
Customer called to report the pump had a no delivery alarm. It was stated that the alarm was cleared and the reservoir was removed. The device was alarming without the reservoir. Customer denied that the device was exposed to moisture, drops, or bumps. The spring clip was engaged and the driver blood moved freely along the lead screw with the plunger arms opened and locked into place when the arms were engaged.